Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event.